Manufacturer narrative:
The device was returned for evaluation. The unit was received with the base handle out of adjustment, and it was not holding properly. The shock cushion is also worn in appearance. Complaint confirmed, unit did not meet all specific functional testing. Lot code was confirmed only as "2018" by service and repair. A DHR search for lots manufactured within this year returned no results indicating any abnormalities related to the reported failure that were reportable. This issue will be monitored and trended going forward. Device identifier # (B)(4). Linked to mfg report number 3004608878-2020-00504.

Event description:
This is 1 of 2 reports. A customer requested for a repair of their a1018 mayfield swivel adaptor. There was no known patient injury or surgery delay.